Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause:insufficient information. Source: email.

Event description:
Customer communicated 1 patient initially testing sars negative and then sars positive on a different instrument. Customer communicated patient had 2 positive at home tests prior to this testing. Multiple attempts were made to gather more information from the customer without success.